Manufacturer narrative:
The device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and the complaint investigation.

Event description:
The customer reported that the smi-02ap, spectrum autopass suture passer's jaw broke during a rotator cuff repair. They used to a grasper the retrieve the broken piece. There was no patient injury. There was a 30+-minute delay to remove the piece from the shoulder. Another device was used to complete the surgery. This report is being raised for malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. (B)(4). Per the instructions for use, the user is advised the following; inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken, or misaligned parts. Avoid mechanical shock or over stressing the instrument , which may shorten the life of the instrument. Avoid lateral stresses to the instrument; or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.